Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between a homechoice cassette and luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain three of four. The registered nurse stated the patient had somehow disconnected. The patient was not connected at the time of the alarm. The technical service representative assisted the registered nurse in beginning therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.